Event description:
A false positive result was obtained several times when a patient's urine was tested for pregnancy with clearview easy hcg. A blood test for hcg was reported to be negative. Ultrasound did not show a pregnancy. There was no impact on patient health or treatment reported.